Event description:
It was reported that the patient was doing fine; however, the vns device has been turned up and the patient has started to have seizures again. No programming history was available to review as the patient was just recently implanted in (B)(6) 2013. Attempts have been made for additional information; however, they were unsuccessful.